Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, during valve loading, no misload was identified. Subsequently, the valve and delivery catheter system were inserted into the patient and the valve was deployed at a depth of 3 mm. Upon initial deployment, an infold was observed in the valve frame. The valve was recaptured and withdrawn from the patient. A new valve was implanted in the patient. The event resulted in a 5-minute procedural delay. No adverse patient effects were reported.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, during valve loading, no misload was identified. Subsequently, the valve and delivery catheter system were inserted into the patient and the valve was deployed at a depth of 3 mm. Upon initial deployment, an infold was observed in the valve frame. The valve was recaptured and withdrawn from the patient. A new valve was implanted in the patient. The event resulted in a 5-minute procedural delay. No adverse patient effects were reported. Additional information was received that during the fluoroscopic inspection of the valve load, a misload was not identified as the crown overlap was to node 3 3/4.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.